Event description:
It was reported, the customer was experiencing low blood glucose. Customer's blood glucose declined to 49 mg/dl. The customer stated they were frequently experiencing low blood glucose. Customer was able to treat their blood glucose with glucose tablets. The customer declined to troubleshoot for the insulin pump. The customer's blood glucose was 309 mg/dl at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.